Event description:
Philips received a complaint by the customer on the v60 indicating that the v-60 stand was loose. It was reported there was no patient involvement at the time the issue was discovered. The device had been retired. The hospital mechanical engineer (me) evaluated the device and confirmed the reported problem. The me tightened screws on bottom of the cart to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.